Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint that two of the 32g pen needles were bent. Customer has been using the pen needles for several months. The package had not been open or damaged when received by the customer. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim they were injured while using the pen needles and no medical intervention related to the use of the product was reported. No further information was obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities were observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Manufacturer contacted customer in a follow-up call on 09-sep-2022 to ensure that the initial concern was resolved - able to establish contact with customer who declined to continue the call and any further contact. Customer did not give permission to keep her contact information documented in the system.